Manufacturer narrative:
(B)(4). Batch # p57d0y. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the damaged on the cartridge shrouds were caused when the cartridge was removed from the device. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cancer surgery procedure, could not fire. During the radical operation of right half colon cancer, could not fire when anastomosis colonic and ileum. When removed the cartridge, the shroud of the cartridge was broken off, so could not remove the cartridge from the device. All the pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient.